Manufacturer narrative:
This is one of two complaints for the finish goods lot for this issue. The device history record review shows the order was built and released per specification. The customer returned one sample which was sent to the supplier and the suppliers translated report is attached to the parent file. The supplier visually inspected the returned syringe for this complaint and no abnormality on the head such as cracks, deformation, or attachment of foreign material that may lead to the connecting issue was found. The supplier¿s stocked cannula was attached on the syringes and no loose or abnormalities were confirmed. No abnormality on the manufacturing is confirmed on the complaint lot. No modifications on the manufacturing method of the lure taper area in the past one year were discovered by the supplier. No other seminal complaints have been received for other customers. One opened cannula was received in a plastic bag. The sample was visually inspected and the hub was found conforming and the cannula was found to be non-conforming; it was bent. This non-conformance is not related to the reported issue. The sample was then functionally tested for fit on a syringe and was found conforming. Finally, a luer taper test was performed and was also found conforming. A functional air flow test could not be performed due to the damage seen on the cannula. The root cause of the customer's complaint could not be established as the syringe and cannula both met specifications. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as the returned samples met specifications. (B)(4).

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported where the hydro-cannula and the syringe are joined was loose during hydrodissection therefore, the hydrodissection was hard to be performed. During a procedure. The procedure was performed and completed without product replacement. The involved eye and the patient identifier are not available. There was no patient harm. No additional information is expected.